Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at the implant of this dual chamber pacemaker system a right ventricular automatic capture threshold test was performed. There were approximately five seconds of loss of capture and asystole, as noted on the surface electrocardiogram, before the field representative manually ended the test. The field representative performed a manual capture threshold test and the measured threshold was 0.5 volts and 0.5 ms. Boston scientific technical services (ts) discussed potential causes for the observation. Fixed outputs were programmed and the automatic capture feature was programmed off. The day after implant, the automatic capture test was redone and showed normal function, however, the feature does remain off. There were no adverse patient effects related to the observations. The system remains implanted.